Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands difficult to deploy. Block h11: investigation results. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with one band overlapping. In addition, the ligator housing teeth were damaged. The trip wire was not secured, and it was not pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands difficult to deploy was not confirmed. This failure mode may be related to the technique used by the physician or the way the device was handled during band deployment. It is possible that the positioning of the device or anatomical tortuosity during the procedure affected the functionality of the handle when attempting to deploy the bands. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have been displaced due to procedural movement, preventing proper band deployment and potentially causing band overlap. There is also a possibility that an attempt was made to release the band from the suture, and damage to the teeth may have interfered with deployment. Ultimately, it was determined that the failure to follow the device's instructions for use may have contributed to the unsuccessful band deployment. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "take up slack by pulling proximal end of trip wire on handle unit", however, it was found that the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. Therefore, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the bands did not go out properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the bands did not go out properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a150203 captures the reportable event of bands difficult to deploy.